Event description:
The fe reported multiple problems with the live images on the left monitor, and stated that the images could not be viewed. This resulted in a loss of imaging functionality. There is no report of injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable and power supply were evaluated and replaced. The system was tested and found to be working as intended and returned to service.